Manufacturer narrative:
Company comment: the serious events of foreign body reaction and inflammation were considered expected and possibly related to the treatment. Seriousness criteria include potential long-term permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number 0j1704 of the first treatment was valid and verified the reported product. To this date, only 2 medical complaints have been reported on the lot number and relate to lack of efficacy. A batch record review was performed. Sanofi confirmed that no quality issues had been identified in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The lot numbers for the second and third treatment were not reported. Based on the available information, the case does not indicate a non-conforming product or malfunction. Three follow-up attempts to contact the reporter have been made, but not response has been received. The performed investigations are therefore considered adequate and no further investigations will be performed until additional information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-nov-2023 by consumer/other non-health professional concerning a 41-year-old female patient. Additional information was received on 10-nov-2023 and 17-nov-2023 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2020, the patient received treatment with 10 ml of sculptra (lot 0j1704) to unknown location with unknown injection technique and needle type. On 07-jan-2021, the patient received treatment with 10 ml of sculptra to unknown location (unknown lot number, injection technique and needle type). On 05-feb-2021, the patient received treatment with 10 ml of sculptra to unknown location (unknown lot number, injection technique and needle type). On an unknown date, the patient experienced granuloma/cyst/chronic granulomatous inflammation of foreign body type without necrosis component (foreign body reaction) and inflammation (inflammation) in neck. On 20-oct-2023, the patient underwent anatomopathological study of the biopsy sample received as cyst in neck and diagnosed as soft tissue injury of the neck on the unspecified side and chronic granulomatous inflammation of foreign body type without necrosis component. On 26-oct-2023, the patient underwent an immunology test, and the antinuclear antibodies were positive. The result of the serology test was negative for qualitative determination of heterophile antibodies (monotest) and antiperoxidase antibodies was 225.00 ui/ml. The reporter informed that the patient was being monitored by a physician who would perform an epicrisis and send it to galderma. Outcome at the time of the report: granuloma/cyst/chronic granulomatous inflammation of foreign body type without necrosis component was not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 batch record review results received on 19-dec-2023. V.2 three follow-up attempts to contact the reporter have been made, but not response has been received. The case was upgraded to serious due to potential long-term damage.